Manufacturer narrative:
Corrected data: upon further review the information provided in the initial MDR report #2648035-2021-08022 stating that the event is an adverse event which required intervention was incorrect. Although pco was removed, there is no indication that it was removed to resolve clinically significant symptoms. Thus, the event should only be reported as a product problem/malfunction. Therefore, the following fields are being updated to reflect the correct information: section b1 - report type: 'product problem' should be the only selection. Section b2 - outcomes attributed to adverse event (check all that apply): all fields. Should be left unchecked as there was no adverse event. Section h1 - type of reportable event: malfunction. As provided in this follow-up report. Section h6 - health effect - impact code: 2199-no health consequences or impact. As provided in this follow-up report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: unknown, not provided, but the best estimate date is bout 3-4 months after the date of surgery ((B)(6) 2020) when the patient's issues started. If explanted, give date: not applicable as the device remains implanted. Reporter phone number: (B)(6). (B)(4). Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient, former emmetrope, 1.2 uncorrected, tested monovision with a contact lens and enjoyed it. The patient was implanted with the tecnis symfony intraocular lens (iol), target -1. The patient was initially satisfied, but about 3-4 months after surgery, the vision gradually got worse. The patient returned for a 6-month check-up and had a little pco (posterior capsule opacification) that the surgeon removed. However, the patient returned indicating that the vision was still not good. When the surgeon inspected the lens properly, noticed a shimmering "frosted" area at the back of the lens, completely central. The lens remains implanted and no explant has been planned as of to date. (Yet) but I would give feedback to her after I heard something from you. The patient is taking lubricating drops frequently during the waiting period. Additionally, it was indicated that the patient has been diagnosed with blepharitis at another clinic and was treated for this issue. The surgeon noted that at the time of visit, the patient had no remaining visible blepharitis, but a few staining spots. The patient was advised to use lubricating drops abundantly. The patient thinks that their vision has improved somewhat after the blepharitis treatment, but not as good as it was initially after the operation. No further information was provided.